Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date.

Manufacturer narrative:
The event of high impedance was reported to abbott. The patient is experiencing ineffective stimulation due to high impedances. A surgery date has not been scheduled. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.